Event description:
Customer reports inconsistent inr results between protime instrument vs an unspecified lab instrument. This report is for pt 2 of 2. On (B)(6) 2009, protime inr 1.5 vs lab 2.6. Repeat protime inr 2.7 on same day. Pt therapeutic range is 2.0 - 3.0 inr. No reports of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation/investigation currently in process.